Event description:
Reportable based on device analysis completed on 24-feb-2023. It was reported that an error and pump leak occurred. The target lesion was located in the deep vein of left lower extremity. An angiojet solent omni was used for thrombectomy procedure. During the procedure, it was noted that the system alerted an error, and a large amount of water was leaking from the drawer. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a separated hypotube.

Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by MFR.: returned product consisted of the solent omni thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Visual examination revealed damage to the shaft 11mm from the tip. Microscopic examination revealed that the hypotube is separated where the shaft is damaged. Inspection of the device presented no other damage or irregularities. Product analysis found damage to the device that would cause a check saline error and a leak.